Manufacturer narrative:
A livanova service representative on site traced the reported failure to defective patient pumps. The technician replaced both patient pumps to resolve the reported failure. Subsequent functional verification testing was completed without further issues and the unit was returned to service. As the pumps are not available further investigation could not be performed.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative identified that two pumps on the patient side were blocked. The pumps were released by hand. However, the pumps were noisy following the adjustment and will require replacement before the device can be returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler 3t displayed error messages on the patient side during a cleaning cycle. There was no patient involvement.